Event description:
Routine complaint investigation when a consumer reported the inability to obtain a blood glucose reading on their precision xtra blood glucose monitor due to missing/flashing display segments. This may have resulted in the customer mistreating with insulin.